Manufacturer narrative:
The manufacturer previously received information alleging unit was in use by the patient when the respiratory rate displayed on the screen as 0. The unit continued to operate when the issue was observed. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of data not saved in the device main body, was duplicated through operation checking. It was confirmed that no therapy data had been recorded for a period of time while the device remained operational. The device's display and system pca were replaced to address the issue.

Event description:
The manufacturer received information alleging unit was in use by the patient when the respiratory rate displayed on the screen as 0. The unit continued to operate when the issue was observed. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging unit was in use by the patient when the respiratory rate displayed on the screen as 0. The unit continued to operate when the issue was observed. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of data not saved in the device main body, was duplicated through operation checking. It was confirmed that no therapy data had been recorded for a period of time while the device remained operational. The device's display and system pca were replaced to address the issue. New information: the system pca and display pca were sent to the philips investigation lab for further evaluation. Pil installed the system pca ad display pca on the trilogy evo stb and ran therapy for approximately 15 minutes. The data was uploaded into the care orchestrator and the care orchestrator data was logged for the time the systems were running therapy on the stb. The philips investigation lab concluded that the system pca and display pca both operate as designed. The trilogy evo system/display pca were scrapped.